Manufacturer narrative:
Qn# (B)(4).

Event description:
There was no patient involvement. It was reported that the equipment does not turn on and emits a continuous tone alarm when pressing the power switch to the on position. It noted that the green indicator did not turn on.

Event description:
There was no patient involvement. It was reported that the equipment does not turn on and emits a continuous tone alarm when pressing the power switch to the on position. It noted that the green indicator did not turn on.

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the equipment does not turn on is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.